Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: insufficient bending angle; scratches and scratches on the insertion part; caught when inserting forceps; improper insertion of forceps; improper cleaning brush insertion; scratches and crushes on the universal cord; scratches on the video cable; scratches on the video connector; scratches on the light guide connector; scratches on the video connector case; scratches on the light guide cover glass surface; operation part scratch, switch box scratch, operation part cover scratch, grip scratch, up/down plate scratch, a lever scratch, up/down angle fixing lever scratch, grip leak, up/down plate leak, oredomekizu of the insertion part, video cable oredome discoloration, light guide bundle liquid leak, poor forceps channel watertightness, and poor watertightness of operation part. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that there was an air leak while cleaning the visera hysterovideoscope. The issue was confirmed due to a pressure drop with a water leak tester. The location of the leak was unknown. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the forceps plug cap had been scraped. This report is to capture the reportable malfunction of the scraping of the forceps plug cap noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information provided stated the device is washed by hand. No further information is available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event is likely due to stress, handling, or other factors. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.